Manufacturer narrative:
Investigation results: our quality engineer inspected the photograph submitted for evaluation. Bd received a single photograph of a green hub IV catheter which was identified as an 18g catheter rather than the 20g product implicated in this complaint. Residual fluid was seen within the catheter tubing, indicating that the catheter has been used. The distal end of the catheter appeared wider than the proximal end of the catheter cannula. However, due to the quality of the photograph it could not be determined if the tip contained damage and/or manufacturing defects. Your report that the catheter tip was not fully formed during the manufacturing process could not be confirmed from the returned photograph. The returned photograph did not contain the product implicated in the complaint. In addition, the quality of the photograph prevented clear visualization of the reported damage on the end of the catheter.

Event description:
No additional information.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd insyte autoguard pnk 20ga x 1.16in catheter tip was "not fully formed or tilted". The following information was provided by the initial reporter translated from spanish to english: I send evidence that in the month of may and june of this year the other 2 lots that presented inconveniences had been notified in the same way. During this week, the obstetrics and gynecology unit reported problems with a new batch, notifying that there was a rupture in the venous access (image attached). Case description it has been identified that the catheter tip was not fully formed or tilted during the manufacturing process of the above product. This situation is expected to occur randomly under normal operating conditions of the product. Additional information received on 26th july 2024, - has there been any harm to patients/healthcare professionals? No: inconveniences occur at the time of taking venous access to the patient. - when did the incidence occur, before, after or during the procedure? In some cases before the procedure, in the last case during insertion. -was there a need for medical and/or surgical intervention due to the incidence (imaging tests, surgery, drug administration, etc.)? No. -was there exposure of blood/chemotherapy to mucous membranes (eyes, nose and mouth) or skin? If yes, indicate whether the exposure was from the patient or the practitioner and what measures were taken. No. - for specimen collection: report: - how many units are available for collection: insyte autoguard catheter n°24 - (B)(4) units. Lot: 3342336 invima: 2015 dm-0003510-r1. Insyte autoguard catheter n°20 - (B)(4) units lot: 3292286 invima: 2015 dm-0003510-r1. Insyte autoguard catheter n°18 - (B)(4) units lot: 3300066 invima: 2015 dm-0003510-r1. - is the sample contaminated? If yes, indicate the substance: no sample, it was discarded at the time the event occurred